Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had excessive no delivery alarms. During troubleshooting the alarm was cleared, insulin did exit the tube. During the rewind process, the insulin pump alarmed no delivery. Customer stated received the no delivery alarm after two units of insulin. The blood glucose reading was 249mg/dl. Nothing further reported.